Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 118 mg/dl. Leading up to the alarm, customer was in the process of relocating and moving boxes. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was programmed with test minilink and the glucose sensor simulator, the insulin pump communicated properly with glucose sensor simulator. The sensor feature is working properly. No lost sensor alarms noted. The insulin pump was cracked case at display window corners, display window and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)